Event description:
It was reported that during an implantable neurostimulator (ins) replacement due to normal battery depletion, the ins was found to be coated in a ¿green/brown goop.¿ the manufacturing representative stated it was difficult to ascertain if there was an infection. The surgeon was concerned that is was the coating of the ins. Swabs were taken by the surgeon for analysis. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
Concomitant product: product ID 37602, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.